Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53(software error detected), pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement), pump error 3(the main arm cannot communicate with the motor arm), exposed to magnetic field or MRI, no reservoir detected, device test failed. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed. The customer was able to clear the alarm and complete a rewind of the pump. The insulin pump did not pass self test. The insulin pump did not vibrate when tested for vibration. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885l was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer's call. The adapt tool reveals that pump error 53 was found on 05/05/2025 15:06:07.000, line number=2817 file number=32107. Pump error 130 was also found in adapt on 05/05/2025 13:54:14.000 and 05/05/2025 13:54:44.000, line number=602 file number=121. Pump error 3 was found in adapt on 05/05/2025 15:06:07.000, line number=1541 file number=2002. Per software engineering log, pump error 53 was triggered during safe shutdown on motor mcu due to memory corruption. Pump error 3 was due to main mcu initiating ipc packet transmission, but motor mcu surpassed the 100ms timeout for the handshake signal. Pump error 130 was expected by design due to pump experiencing strong magnetic field. Overall, isolate to electronic assembly. While testing unit, unit passed system drive test including displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Additionally, "no reservoir detected" alert was observed as an expected alarm when priming the pump with no reservoir inside the tube. However, unit failed self-test as no vibration was noted while vibration was being tested. Proceeded by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. During visual inspection, no moisture damage was noted on electronic assembly or motor assembly. Problem isolated to electronic assembly. Unit also received with the following cosmetic damages: cracked case (battery tube), label damage (faded), battery tube threads - cracked, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's alleged "no reservoir detected" alert was not confirmed when the alert was noted as an expected alarm during priming when no reservoir is inside the tube. However, customer allegations with vibrate anomaly were confirmed when unit failed the self-test, as no vibration was noted during vibration test. Additionally, customer allegations with pump error 130, pump error 53, and pump error 3 were all confirmed when all three alarms were noted in download history files. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.